Event description:
A staff nurse reported tearing patient skin of right hand while removing statlock anchor pad with alcohol. The patient had very fragile skin. The patient was administered morphine for sedation and a xerofoam dressing was applied to the skin. The hand was wrapped with kerlix. The patient was discharged in 1/2003.